Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: n/a. Upn: m365sc3138350. Model: sc-3138-35. Serial: (B)(6). Batch: 7087055.

Event description:
It was reported that following the implant of the lead of the of the spinal cord stimulator (scs) which was placed parallel to the left and near the th8-9 low impedances were noted once the lead was anchored and connected to the lead extension. The lead extension was switched out during the procedure in hopes it would resolve the impedances.the patient experienced inadequate stimulation in the buttock and left lumber region, and underwent a revision procedure in which the lead and lead extension were replaced. The patient is doing well post operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: n/a. Upn: m365sc3138350. Model: sc-3138-35. Serial/batch: (B)(6). The device was returned, analyzed, passed all tests performed, and exhibited normal device characteristics. A labeling review was performed on the devices instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It states system failure, which can occur at any time due to random failures of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control, it is a known risk with the use of spinal cord stimulation (scs). Based on all available information, engineers are able to confirm the root cause of the event. The devices were returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion is known inherent risk of device.

Event description:
It was reported that following the implant of the lead of the of the spinal cord stimulator (scs) which was placed parallel to the left and near the th8-9 low impedances were noted once the lead was anchored and connected to the lead extension. The lead extension was switched out during the procedure in hopes it would resolve the impedances. The patient experienced inadequate stimulation in the buttock and left lumber region, and underwent a revision procedure in which the lead and lead extension were replaced. The patient is doing well post operatively.